Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that when they reached the implant planning screen in a cori assisted tka surgery, the real intelligence cori notes an error message of internal problem. After they reset, it noted that the real intelligence robotic drill was disconnected and they cannot move forward. The procedure was finished with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.